Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the patient felt pain during wear. The pink slide move forward and the blue cannula was visible. Upon pod removal, the patient noticed the needle did not retract. The pod was worn for longer than 48 hours.

Manufacturer narrative:
The device was received with the soft cannula deployed and the formed needle visible through the soft cannula. The linkage assembly was noted to be fully extended. Once the housing was removed, the linkage assembly retracted. Slight scoring was noted on the inside of the top housing. A misalignment between the top housing and the linkage assembly prevented the formed needle from properly retracting.